Manufacturer narrative:
(B)(4). The device was not returned. A difficult to insert sheath can occur due to a number of factors including, but not limited to tight tissue tract, an obese patient, or heavily scarred patient tissue. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, 100% of devices are hydrophilic coated. Devices are then visually inspected (100%) to assure that the coating covers the entire surface. A sampling of finished devices is also tested to verify the functionality of the device. The patients reported history of prior arteriotomy in the target groin may have contributed to the reported event. The reported blocked marker lumen from blood clots does not indicate a product quality issue. Review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other reports of, or similar to difficulty inserting the device reported from this lot. In this instance, based on the information received and without the product to examine, a definitive cause for the reported experience could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately scarred common femoral artery after a diagnostic procedure. Reportedly, difficulty was encountered during device insertion. When the device was removed, the marker lumen was blocked with blood clots. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.